Event description:
I currently use the dexcom g7 to help control my type 1 diabetes. The afternoon of (B)(6), I received a low alert on my phone from the device app. The app showed my blood sugar at 41 and going down. After doing a manual blood sugar check, my actual blood sugar was revealed to be 118. That's a difference of 77 points. Had I not done a manual blood sugar check, I would have had candy, orange juice and several carbs that could have shot my blood sugar sky high! I recalibrated my sensor via the device app on my phone and entered in the 118 reading that I received from the manual blood sugar check. It had not yet been 5 minutes that I did that when I received an alert on the app that showed "brief sensor issue. Don't remove sensor. Temporary issue. Wait up to 3 hours." I have reported this to dexcom but as of this complaint, have received no response. I am part of a facebook group called (B)(6) and there are a lot of people on there with various complaints and some of them are pretty serious. So serious, in fact, that they've created serious medical problems that have put them in the hospital, and all because dexcom refuses to fix the problems with their sensors. I am aware the FDA sent them a letter in (B)(6) telling them to fix the unauthorized changes that were made to their sensors, but clearly those things aren't the only problems with their device. Before anymore people are hospitalized because of faulty sensors from this company, I would encourage the FDA to do a thorough investigation of dexcom and maybe even forbid them from continuing production until they can prove their devices actually work.